Event description:
Customer is gestational diabetic. Received a blood glucose reading of 354mg/dl, took another reading 15 minutes later and received a result of 141mg/dl. Went to the dr and was told to go to the hosp where customer was admitted and given an IV of sugar solutions. Customer was later released. Another day after getting home customer did back to back tests and received results of 53mg/dl and 79mg/dl. No controls were used.